Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at six atms. It is not known how many inflations were performed. The patient was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the apical left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a terumo guide catheter and a rinato guide wire to cross the lesion. The maverick2 monorail balloon was removed and the procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good'.